Manufacturer narrative:
All medacta implants (cup, liner, stem and head) were revised on (B)(6) 2016. Additional information received from the initial reporter on 11 october 2016 and includes: it was a periprosthetic fracture. Batch review performed on 03 november 2016. (B)(4).

Event description:
The patient came in complaining of pain. X-ray of left leg showed a fracture. The patient said he did not have any serious fall, rather "pivoted" on the left leg and experienced pain.